Event description:
It was reported that during study of a stent graft procedure, the stent was allegedly found to be stenosed. The current patient status is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. Pre dilation as well as post dilation was performed. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. Based on the instructions for use complications and adverse events associated with the use of the covera plus vascular covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes restenosis of the target vessel. Regarding pre and post dilation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated" and "post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vessel." H10: d4 (expiry date: 05/2021), g3. H11: h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the covera plus vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent products are identified . (Expiry date: 05/2021).

Event description:
It was reported that during study of a stent graft procedure, the stent was allegedly found to be stenosed. The current patient status is unknown.